Event description:
It was reported that a system error (se) 2240 alarm (air in set/line) occurred on the homechoice (hc) device during use. The home patient (hp) was connected at the time of the alarm. The nurse had gone to the hp¿s house to set up their hc device when they noticed that the hc had an se 2240 alarm. The nurse wanted to know what could have caused this alarm. The technical service representative (tsr) explained the possible causes. The nurse was going to check the setup again and run the therapy again. The nurse told the tsr that they would call back if there were any more issues. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). Only the initial reporter's initials were provided, the caregiver was the reporter. An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. If additional relevant information is obtained, then a follow-up MDR will be submitted.